Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that a solitaire encountered resistance during delivery. The reported device and accessory devices were prepared as indicated in the instruction for use (IFU). The patient was being treated for a thrombectomy. The patient¿s vessel tortuosity was normal. Stroke onset to reperfusion time was 2 hours. The patient was on the operating table due to cerebral infarction, and angiography revealed thrombosis at the terminal end of the right internal carotid artery. The physician was prepared for the combination of pulling and drawing. When the stent entered the microcatheter it was very sluggish. The surgeon took out the stent and flushed it again. It was still difficult to enter the microcatheter when trying again. To ensure the safety of the operation, it was replaced with a new 6-30 stent and thrombectomy by pulling and drawing was performed again. The blood vessel was successfully opened and the operation was completed. There were no patient symptoms or complications associated with this event. The section of the catheter where the resistance occurred was unknown. Additional information received reported the cause of the solitaire resistance in the rebar microcatheter was not determined. The patient was undergoing a mechanical thrombectomy procedure to address an ischemic lesion location about 4 mm proximal to the right internal carotid artery (ica) terminus.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.